Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ 3dmax mesh (device #1). An additional emdr was submitted to represent the bard soft mesh (device #2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1). Per op notes, "a 3dmax mesh (device #1) was placed and sutured." (B)(6) 2019 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic-assisted laparoscopic repair with implant of bard soft mesh (device #2). Per op notes, "a bard soft mesh (device #2) was placed and sutured." (B)(6) 2020 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with explant of 3dmax mesh (device #1) & bard soft mesh (device #2) and implant of bard soft mesh (device #3). Per op notes, "adhesions were lysed. The mesh (device #1 & #2) was removed and discarded. A bard soft mesh was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.